Manufacturer narrative:
Evaluation summary: the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage my increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use.

Event description:
It was reported that the generator received an instrument error while being activated during the case. A second shear was used to finish the case with no pt consequence.